Manufacturer narrative:
The reported events were lead dislodgement, "blood was observed under the insulation," insulation damage, under sensing, failure to capture and low pacing impedance. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the inner coil at the connector region was over torqued consistent with procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within specification. The reported events of ¿blood was observed under the insulation¿ and insulation damage were confirmed. Visual examination of the lead found the outer insulation was damaged at the middle region consistent with procedural damage and blood was noted in this region. The cause of the reported events of ¿blood was observed under the insulation¿ and insulation damage is consistent with procedural damage. The reported events of under sensing, failure to capture and low pacing impedance were not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths. Destructive analysis was performed and found the inner insulation was damaged at the middle region consistent with procedural damage.

Event description:
It was reported that the patient presented at the hospital post-implant procedure. It was noted that the right atrial (ra) lead exhibited low pacing impedance, under-sensing and failure to capture. An x-ray revealed that the ra lead had dislodged. The patient was presented for the ra lead explant procedure. Upon pocket removal, it was noted that there was blood contamination under the ra lead insulation. Further examination revealed that the ra lead also exhibited damage in insulation. The ra lead was explanted and replaced. The patient was in stable condition.